Event description:
Bd 20ml syringe luer-lok tip (product ref 302830) had marking on syringe that were not aligned correctly and resulted in incorrect volume being drawn into syringe. Barrel of syringe has two numbers on tabs, n-13 and 38.